Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96, warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod longer than 48 hours on the leg. The customer saw the adhesive pad was wet and noticed the cannula was bent. An injection of insulin was administered to treat the hyperglycemia.